Event description:
During product service by a service technician, a flogard infusion pump presented an occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the occlusion alarm was not determined. Repair of the device was not required as the device passed all tests per specification. Should additional relevant information become available, a supplemental report will be submitted.